Event description:
It was reported the pump was going to be replaced on (B)(6) 2014 due to normal battery depletion. This was deemed a routine pump replacement due to approaching elective replacement indicator (eri). There was no alleged pump issue. Information was later reported that the patient experienced increased spasticity, so the patient's dose was increased. It was determined there was a break/hole in the distal segment of the catheter. The hole was clearly visible when the patient¿s back was surgically opened on (B)(6) 2014. No diagnostic testing or troubleshooting was performed. The hole was repaired with an 8596sc repair kit, and the dose was then decreased. The damaged portion of the catheter was not returned because it was discarded by the hospital. The pump was used to deliver compounded baclofen. The outcome of the event remains unknown. Follow-up was conducted to obtain this information. If this information is received, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n180009005, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the onset of lack of effect for the patient was unknown. Pseudomeningocele was noted at the time of surgery. Explantation revealed a catheter tear at the site of the anchor, along the lumbar incision. The patient recovered without permanent impairment.